Event description:
It was reported that this right ventricular (rv) lead was surgically explanted as this rv lead was found to be in left ventricle (lv) during a transesophageal echocardiogram (tee). In addition, this rv lead crossed the atrial septum through the valve and then screwed in lv tissue. This rv lead was replaced and was retained by the customer. No additional adverse patient effects were reported.